Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1156t competitor lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2003; 5076-45 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Evaluation summary: preliminary analysis found that the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The device implant time of 70.8 months exceeds the nominal expected longevity of 58 months. With no performance data available for this device there is no way to assess actual longevity as opposed to nominal longevity. The result of analysis is inconclusive.

Event description:
It was reported that when the patient showed up to the device clinic, the device could not be interrogated. The same issue occurred again at the time of device changeout, and it appeared the battery was totally depleted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.